Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and was placed on an in-house system where the mtm behaved as expected. The field logs were reviewed and the mtm had 23062 errors indicating a failure on the yaw axis. The unit was then installed on a test fixture where it failed gravity balance test post sine cycle and elbow test. After calibrations the tests passed but 23062 error on yaw axis was observed during counter balance calibration for wrist pitch axis replicating the reported issue. Additional findings of failures for slow gravity balance for wrist pitch and wrist yaw were observed. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the issue is due to an issue with the wrist yaw motor in the mtm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer arrived on site and replaced the right master tool manipulator (mtm) on the surgeon console. The part involved was the manipulator assembly, and the replacement resolved the issue as reported in the service notes.

Event description:
It was reported that during a procedure on the da vinci 5 system, the operating room staff contacted technical support due to a repeated error on the console that persisted despite power cycling and breaker reset attempts. The error allowed only brief system operation before recurring, and the staff requested that the system be serviced prior to subsequent procedures. The procedure was completed as planned with no report of patient injury.